Event description:
It was reported that during the deployment of a 29mm pro+ valve, the device remained infolded as no predilatation was performed initially. The valve was never implanted. There was no impact on the patient associated with this event, and the patient remained alive with no injury. The product was replaced by another medtronic product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29; product lot/serial number (B)(6); product type: heart valves; product ID l-evprop23-29; product lot/serial number (B)(6); product type: heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. An annex f code was added. Corrected data; the following information was available at the time of initial report submission, but was erroneously omitted. D. Suspect medical device full UDI# e. Facility street number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of a 29mm pro+ valve, the device remained infolded as no predilatation was performed initially. The valve was never implanted. There was no impact on the patient associated with this event, and the patient remained alive with no injury. The product was replaced by another medtronic product. No patient complications have been reported as a result of this event. Additional information was received to report the infold was noted in the valve frame at the first deployment attempt. The valve was recaptured into the delivery catheter system (dcs) twice due to the infold. The procedure was delayed approximately 8minutes to withdraw the dcs and valve and replace them with a new system.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside its original outer packaging and jar fully submerged in clear solution. The valve was discolored showing evidence of blood contact. The valve appeared partially compressed with the inflow frame displaying a slight elliptical appearance. As received, leaflet 1 (l1) and leaflet 3 (l3) appeared partially open while leaflet 2 (l2) was in a closed position. All leaflets were flexible. Creases and wrinkles were noted on all leaflets. No tears or damages were noted. A long remnant of coagulated blood was observed on commissure 3-1. All commissures appeared intact. All sutures appeared intact; no signs of fraying, loose or broken sutures. There was no evidence of damage to the frame such as bends or kinks. The valve was submerged in a warm (approximately 37 celsius) saline bath to expand frame. The observed elliptical inflow appearance resolved. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles remained seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed to the waist and to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No issues were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d3 d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.